Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "hospital staff says that during ventilation the device stated alarming check flow sensor tubing, maybe the staff member was not familiar with the g5, so device was switched out for another device."

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "hospital staff says that during ventilation the device stated alarming check flow sensor tubing, maybe the staff member was not familiar with the g5, so device was switched out for another device."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
The hospital staff said that during ventilation of a patient the device was alarming check flow sensor tubing, the patient was moved to another device. The event did not cause or contribute to a death or serious injury. No logfiles were provided. No further feedback was received despite remainders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.